Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. No unexpected pump error 63 or pump error 4 alarms during testing. However, pump error 63 alarm, variable 3, and pump error 4 alarm are located in the formatted history file due to cold solder joints on the keypad assembly. The insulin pump was received with scratched case, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window.